Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the control board had failed. The technician replaced the control board, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit is not under steris service agreement; the user facility is responsible for all maintenance activities. The control board subject of this event will be returned to steris for further evaluation. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that the control board on their system 1 express was not working. Procedure delays and cancellations were reported due to the reported event.

Manufacturer narrative:
Following replacement of the control board, no further issues related to the control board have been reported.